Event description:
It was reported that during implant attempt, the rv (right ventricular) was placed successfully. After placing the atrial lead, there was an acute dislodgement of the rv lead. Attempts to move the rv lead were unsuccessful, and the physician experienced difficulty passing a stylet down the rv lead. The rv lead was explanted and a stylet would not pass through to the end of the lead. The rv lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.